Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ defibrillator indicating that the self-test failed. The fse evaluated the device onsite and reviewed logs determining that the high voltage capacitor has low output, and the device needs a replacement capacitor. However, the customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol) and replacement parts are no longer available. Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The eol is scheduled globally to end 31-december-2022, where the end of support (eos) period will then begin. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the high voltage capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.